Event description:
It was reported by the pt via maude event report # (B)(4), that she underwent a novasure endometrial ablation in (B)(6) 2011. After the first year she started to feel "severe abdominal pain". She had a colonoscopy and no bowel injuries were visualized. She is still having severe pain and was recently "diagnosed with cervical stenosis with blood and fluid trapped in [the] uterus; [hematometra]". The pt is scheduled "to possibly remove the right ovary and to explore [if] a hysterectomy may be needed". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).